Event description:
It was reported that the patient received inappropriate therapy from right ventricular (rv) lead due to t wave oversensing. The device was reprogrammed to mitigate the t wave oversensing. The physician had reprogrammed the rv sensitivity to mitigate the oversensing. The lead remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was not received for evaluation. Performance data collected from the device was analyzed. Three ventricular non-sustained tachycardia <=200 ms were recorded between (B)(6) 2011 18:21:27 and (B)(6) 2011. Ventricular short interval count (v-sic)= 34 counts between (B)(6) 2011.